Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, and after doing so, the malfunction did not recur. The customer continued to use the pump for insulin therapy.